Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the long bipolar grasper (lbg) instrument's conductor wire was damaged. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have damaged conductor wire insulation, and the internal conductor wires were exposed. The conductor wire insulation was damaged; the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The instrument was found to have a mechanical indentations on the yaw pulley. One side of the yaw pulley had mechanical indentations caused the damage to the conductor wire insulation. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to component failure. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.